Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® urine analysis preservative tube, the stopper was damaged. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 26-dec-2023. H.6. Investigation summary: bd japan received one (1) sample and four (4) photos were provided for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® urine analysis preservative tube, the stopper was damaged. No patient impact reported.